Manufacturer narrative:
E1-initial reporter facility name: (B)(6). E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located the anterior descending and circumflex arteries. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed and procedure was completed using another of the same device. There were no complications and patient was stable post procedure.

Manufacturer narrative:
Investigation results: media review: two images were provided by the customer. One image contained a photo of the outer box packaging of the complaint device. An examination of the second photo attached identified a build-up of blood inside the balloon. This blood is consistent with a leak having occurred in the device. The exact location and type of leak could not be confirmed from the examination of the photo. An examination of the photo identified some minor build-up of material on the surface of the balloon, over the proximal markerband area. As it is not possible to determine if this is a build-up of media on the surface of the balloon or if it is the potential location of a pinhole that occurred in the balloon the allegation could not be confirmed. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Based on the limited complaint information and the fact that no device was received for analysis, it is not possible to establish what the cause of the complaint was. E1-initial reporter facility name: (B)(6). E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located the anterior descending and circumflex arteries. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The device was removed and procedure was completed using another of the same device. There were no complications and patient was stable post procedure. It was further reported the 80% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. The balloon ruptured during second inflation at 8 atmospheres. The device was withdrawn normally.